Manufacturer narrative:
The reported low speed events were confirmed through the review of the log file that was submitted by the account. Based on past experience with the hmii lvas and similar reported events, the low speed events that occurred while the patient was supported by the mobile power unit could be indicative of driveline damage. However, a direct correlation between heartmate ii lvas, serial number (B)(4), and these findings could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2018 at 15:48:18 through (B)(6) 2018 at 14:35:48. On (B)(6) from 00:55:41 through 00:55:42 the pump speed was captured below the low speed limit of 8200 rpm. Pump speed ranged from 7480-7640 rpm during these events and low speed advisory alarms were captured. The patient appeared to be supported by the mobile power unit during the low speed events. Power was slightly elevated during these events and approximately 5 seconds later, ranging from 5.3-7.4 w. Excluding these events, power ranged from 3.7-5.1 w. No additional atypical alarms were captured for the duration of the file. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced report of driveline repair is covered under medwatch MFR report # 2916596-2018-04635. Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low speed operation occurred post driveline repair. Patient was given an ungrounded power module patient cable. No additional information was provided.